Event description:
It was reported by the patient that when they turn their head to the left or when laying on their left side, they receive shocks in their abdomen. The patient stated it has been happening off and on for the past 5 years. The patient stated that reprogramming was done and it worked for a little bit but they are experiencing the same issue again. Follow-up was conducted to obtain information on the patient and whether the episodes were related to the right ventricular (rv) lead or left ventricular (lv) lead, but the attempts were unsuccessful. Records indicate the rv and lv leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).